Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the constrained liner from the shell. The constrained liner and 22 +5 femoral head were revised to a 10° constrained liner and +10 femoral head. Rep confirmed that there are no allegations against the revised femoral head and confirmed that no further information will be released by the hospital or surgeon.